Event description:
It was reported via the patient's attorney "in mid 2007, the claimant underwent surgery in a (B)(6) hospital for a herniated cervical disc (level c6-c7). The surgery was performed by means of anterior discectomy, meaning that the cervical spine was approached from the front and then stabilized by placing a cage between the vertebrae by means of a trial cage or positioner. While positioning the cage, the positioner briefly touched the claimant¿s spinal cord, which resulted in the compression of the spinal cord (myelin compression). A cage positioner from stryker was used during the procedure. After the procedure, the claimant showed signs of paralysis in her arms and legs. Although these symptoms have partly disappeared, the claimant is still experiencing serious medical problems and limitations. The claimant is holding the hospital liable for the damage. The hospital¿s insurance company has rejected all liability because a positioner that slips can be considered as a ¿non-attributable complication.¿"

Event description:
It was reported via the patient's attorney "in mid 2007, the claimant underwent surgery in a dutch hospital for a herniated cervical disc (level c6-c7). The surgery was performed by means of anterior discectomy, meaning that the cervical spine was approached from the front and then stabilized by placing a cage between the vertebrae by means of a trial cage or positioner. While positioning the cage, the positioner briefly touched the claimant¿s spinal cord, which resulted in the compression of the spinal cord (myelin compression). A cage positioner from stryker was used during the procedure. After the procedure, the claimant showed signs of paralysis in her arms and legs. Although these symptoms have partly disappeared, the claimant is still experiencing serious medical problems and limitations. The claimant is holding the hospital liable for the damage. The hospital¿s insurance company has rejected all liability because a positioner that slips can be considered as a ¿non-attributable complication.¿"

Manufacturer narrative:
Results: the customer reported event could not be confirmed. No additional information was provided, therefore no evaluation is possible. Conclusion: failure could not be confirmed due to the absence of the device and information.